Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing duplicated the unresponsive buttons issue. The pump was returned with the keypad peeled off, and contamination was found under all button contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Unrelated to this complaint, a crack was found along the battery compartment.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons had been delayed and intermittently unresponsive for several months, but now were unresponsive. It was reported that the rubber keypad had peeled off today while the patient tried to push the buttons and the metal buttons became exposed. The patient denied evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.